Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to acetabular loosening (left).

Manufacturer narrative:
Complaint database was reviewed and no item or lot specific issues were identified and trending is ongoing for conserve products. Risk assessment has been initiated and is in process.